Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified no label or missing label information. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: during labeling today, we found 13 boxes 367957 without bd label.

Manufacturer narrative:
H.6. Investigation summary: material #: 367957. Lot/batch #: 2084348. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. Additionally, two (2) shelf packs from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified no label or missing label information. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: during labeling today, we found 13 boxes 367957 without bd label.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.